Manufacturer narrative:
The tech found the brake linkage was loose. He adjusted the brake linkage to repair the stretcher.

Event description:
Info received indicates the brake will set but does not hold.